Manufacturer narrative:
The antibiotics were prescribed due to implant site issues. Advanced bionics is still in the process of obtaining additional information. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's pain has resolved when not wearing the device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section h.6. Advanced bionics considers the investigation into the reportable event as closed. The recipient underwent a revision and has resumed device use. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The antibiotics was given for 10 days. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly refuses to wear the device. The recipient reportedly experiences pain with some stimulation. The recipient was treated with antibiotics (type unknown); however, the issue did not resolve.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.